Event description:
The suture was used during a vein patch angioplasty procedure. Reportedly, the suture broke in the graft resulting in hematoma. A blood transfusion was required. The surgeon performed a re-operation on 10/22/1998 and re-sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.